Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical for evaluation. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint information received from distributor, (B)(4). Not returned to manufacturer.

Event description:
It was reported during an unknown procedure that while reaming the acetabulum the reamer broke. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned to the greatbatch for evaluation. From visual inspection the reported event was confirmed. The power coupling and cardan joint was broken. The broken power coupling was returned with the assembly. The cardan joint was very worn from multiple uses throughout its life in the field. In addition, it was also observed that the customer provided a lot number which is associated to the handle component of the device assembly. However, the component that exhibited the broken power coupling and cardan joint are on the drive chain component which is a different lot number and belonged to a different assembly. A manufacturing review was completed and no anomalies were identified. In summary, the malfunctions observed are attributed to wear. No further investigation required.